Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a faulty transistor on the processor/bridge/pace (pbp) board. The pbp board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.